Event description:
Report received from the USA stating that during pre-testing, the motor device was found to have a crimp in the wires. There was no patient involvement. There were no injuries or medical intervention required. There was no delay in surgery. A spare identical motor device was available for use. There was no additional information provided.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and no crimped wired were observed. The reported condition could not be duplicated therefore the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).